Event description:
Caller reported a malfunction in their insulin pump, identified as malfunction 12. There was no adverse impact to the customer's blood glucose level. The caller did not experience any significant events before the malfunction but noted multiple occurrences of the issue with this pump. Cts, the support team, resolved to replace the faulty pump and confirmed that it was under warranty. The customer was guided to use an alternative insulin delivery method, mdi, during the transition and was informed about the return process for the faulty pump, which involved using a pre-paid label for shipment within 10 days. The customer acknowledged and understood the instructions provided, including how to put the pump into storage mode before returning it.